Event description:
During the index procedure the patient had two endeavor sprint over-the wire (otw) stents implanted to the proximal lcx and one endeavor sprint otw stent implanted to the left main. An endeavor sprint otw stent was implanted in the lad during a staged procedure 2 days posts the index procedure .two days post index procedure the patient is reported to have suffered a myocardial infarction (non-st segment elevation). The investigator assessed that the target lesion was not involved. During a revascularization on the same day as the reported mi there were two endeavor sprint stents were implanted in the vein graft off the 1st diagonal branch to treat vein graft stenosis. The physician could not pass the tortuous vein graft to reach the lad, while attempting to proceed to the lad a perforation is reported to have occurred. The patient recovered with treatment. A revascularization of the ramus branch was carried out approximately 1 month post the index procedure, a non-medtronic stent was implanted. The investigator has indicated the event was not related to the study device and the patient recovered with treatment. Ref MFR# 9612164201100070, 9612164201100071<(>&<)>9612164201100072.

Event description:
Perforation reported during the previously reported revascularization was likely from a coronary wire. Two endeavor sprint drug eluting stents were implanted in the vein graft of the 1st diagonal branch on the same day the patient suffered an mi. Patient underwent revascularization of the saphenous vein and ostium 21 months post index procedure . The event was not related to the study device and the patient recovered with treatment

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi,dissection, tvr). (B)(4).

Event description:
The endeavor sprint that was previously reported as been implanted during the staged procedure was not implanted due to difficulty in crossing a stenotic vein graft.